Manufacturer narrative:
(B)(4). The event of peritonitis occurred in (B)(6) of 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12l17055 and h13b09036. No exceptions were observed that were related to the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Rn stated, "the patient died while in the hospital, but I don't know the date of death, cause of death, or any other information." The death certification was not available. Rn declined to provide further information if additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is report 1 of 3, for the cassette in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. On an unknown date, during hospitalization for an unrelated issue, the patient experienced peritonitis. On an unreported date, the patient was treated with unspecified antibiotics, intraperitoneally (dose and frequency unknown). Dianeal and extraneal viaflex pd therapies were discontinued, the pd catheter was removed from the patient, and hemodialysis was started. After the patient began hemodialysis, they was treated with unspecified antibiotics, through an IV (dose and frequency unknown) for peritonitis. The patient remained hospitalized. The patient was recovering from this peritonitis event.